Event description:
Reportedly, the balloon of the instrument exploded in the pt cavity and pieces of the balloon disengaged into the pt cavity. No info was provided as to how the pieces were retrieved from the pt cavity. Procedure: lap chole. Pt status: no pt injury reported.